Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device detached overnight while customer was sleeping, and therefore customer was unaware of changes in glucose levels. The customer developed symptoms of sweating, incoherence, and lost consciousness. The customer's spouse treated customer with sugar, then insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.